Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 156mg/dl at the time of incident. Customer stated that the insulin pump had 2 buttons on keyboard that were unresponsive. The insulin pump is being replaced and is expected to return for analysis.